Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, as reported, pannus on the valve likely contributed to the worsening central leak and increased gradient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the s3i continued access program, approximately 1 year and 8 months post tavr procedure, the patient had their 20mm sapien 3 valve explanted and a surgical valve implanted. The patient had increasing sob and chf symptoms over several months and a significant mean gradient on echo, possibly related to a prosthesis mismatch. The 20mm sapien 3 valve was explanted and a 21mm medtronic hancock surgical valve was implanted. A pannus was observed on the bottom and lower inside inflow portion of the valve, restricting movement of one of the leaflets and causing aortic insufficiency and a significant gradient. At the end of surgery the patient was stable. The patient's native annulus was 276mm2 by CT. A 20mm sapien 3 valve was initially implanted in a 70:30 aortic/ventricular position and tee showed no pvl or central leak.

Manufacturer narrative:
The valve was returned to edwards for analysis. Upon inspection, it was observed there was moderate host tissue overgrowth encroached onto the tissue on the outflow aspect at all three commissures at the greatest point by approximately 8mm. The host tissue restricted movement of all three leaflets at all three commissures on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue on the inflow aspect by approximately 6mm. The host tissue was moderate to heavy around the valve frame on the outflow aspect. The valve frame also appeared distorted, but was considered to be most likely due to the explant. The report of pannus was confirmed, however, a root cause for the overgrowth cannot be determined. There was no indication of a torn or failed stitch, no calcification confirmed on the x-ray, and no confirmed tears on the leaflets or the skirt. There was no indication that a manufacturing non-conformance or damaged leaflet led to the failure.